Event description:
The pt was breathing off of an h-300 while driving pt's car. Pt was alone in the car and was not wearing pt's seat belt. Pt crossed the center line in the road and collided with another car. Pt expired in the accident. The pt's family alleged the unit did not function properly.